Event description:
It was reported the patient experienced recurring incontinence with their artificial urinary sphincter. The device was no longer cycling. During revision, it was noted that the device did not contain any fluid. The system had fluid loss from an unidentified location. The system was replaced with an artificial urinary sphincter with 3.5 cm cuff, pump, and 61-70 cm h2o balloon. The patient had no further concerns. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.